Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported that they had significant bruising at the top and inside of the implant area and it almost felt like the device was coming out of skin and was quite uncomfortable. The patient reported they will be seeing a health care professional next week to talk about removal of the device. It was also reported that the device was too sensitive to recharge and was discharged.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 377760, lot# v009413, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had bruising around the implant area and that the implantable neurostimulator (ins) seemed to have maybe slipped down under their skin and was near the surface. The bruising was on their hip and had gotten more irritating and bigger over time. They also noted that they were feeling stimulation around the implant area even when the ins was off. The stimulation at the implant area seemed to be positional and they only noticed it when they were sitting in certain positions. The patient had not been back to see their health care provider (hcp) because the adjustment was done well.